Event description:
It was reported that during a routine check by the customer of the cardiosave intra-aortic balloon pump (iabp) there was a gas leak lasting 2-3 days. There was no patient involvement or adverse event reported.involvement or adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The initial reporter named is a getinge employee whose contact details are: telephone number (B)(6); which differs from that of the event site. The getinge service territory manager (stm) was able to resolve the gas leak by replacing the tubing assembly in the cart. The stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine check by the getinge service territory manager (stm) of the cardiosave intra-aortic balloon pump (iabp) there was a gas leak lasting 2-3 days. There was no patient involvement or adverse event reported.